Event description:
It was reported that a transfer set appeared to have a leak between the roller clamp and the connection to the titanium adaptor. It was not reported during which step of therapy the leak was observed. No patient injury or medical intervention was indicated at the time of this report. No additional information was provided.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable transfer set was identified. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. The cause of the reported leak could not be determined with the available information. Should additional relevant information become available, a follow-up report will be submitted.